Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and when additional information is received, a follow-up report will be submitted to the FDA. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported that the patient underwent a left total knee arthroplasty on (B)(6) 1998. Subsequently, patient alleges pain. Patient underwent a bone scan on (B)(6) 2014 revealing poly wear. There has been no reported revision procedure to date.